Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. The customer also stated that they had no delivery alarm on insulin pump. Customer also experienced muscle spasms. She treated via manual injection. Customer reported that event was resolved by changing complete set the products were not returned for analysis.

Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.